Manufacturer narrative:
Device evaluated by MFR. The device was returned for evaluation. Both the carton and pouch had already been opened by the customer and no packaging damage was observed. The device was unused. The device manifold was protruding from the open pouch. Analysis determined that the device was secured in the carrier tube by means of the device manifold. The device was removed from the carrier tube by the investigator. There was no evidence of damage to the device and the balloon protector was still attached. The carrier tube was inspected and no issues were noted. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter became unsterile. A 6.0 x 20, 75cm mustang balloon catheter was selected to dilate the lesion. However during preparation, the device came out of the hoop and became unsterile. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the catheter became unsterile. A 6.0 x 20, 75cm mustang balloon catheter was selected to dilate the lesion. Howeve during preparation, the device came out of the hoop and became unsterile. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.